Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI; upn: m365sc8416500; model: sc-8416-50; serial: (B)(6); batch: 7077825. Product family: scs-lead fixation: upn: m365sc43180; model: sc-4318; batch: 32697263.

Event description:
It was reported that the patient was experiencing discomfort and inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. All explanted device components were discarded by the medical facility.